Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. There were no physical samples returned to argon from the customer however, there was an image and a video provided. Based on the image it can be seen that the catheter broke near to the radiopaque marker where the two tube are joined. The complaint was confirmed. No corrective action can be taken at this time since the device was not returned for investigation.

Manufacturer narrative:
The sample is indicated, as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided, once the device has been received and reviewed.

Event description:
Reporter indicated, "the surgeon performed mediastinal drainage. And after implanting the drainage tube, the tube broke at the mark point. Subsequently, it was removed using a foreign body capture device".